Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "the pump has failed the pressure test for being too high (in the medium setting) at 22.20-22.45" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor no tube and force sensor scale factor values out of specifications. The force sensor no tube and force sensor scale factor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect a downstream occlusion during pressure testing at medium settings at high value of 22. This occurred in the biomed service department. There was no patient involvement. No additional information is available.